Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "no sound with possible speaker defect" was confirmed through observation of intermittent sound. Evaluation found during testing that this was caused by a failed speaker. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no sound with possible speaker defect. It was also reported there was no patient involvement.